Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the falsely elevated tca result is a malfunctioning reagent probe 1 (r1) arm causing chrome reagent delivery problems. A siemens healthcare customer service engineer (cse) was dispatched to the site and replaced the r1 arm and performed necessary repairs. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant elevated tacrolimus (tac) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The patient's sample was tested on an alternate methodology and a lower result was obtained in accord with physician expectations. Patient treatment was not altered or prescribed on the basis of the discrepant elevated tac result. There was no report of adverse health consequences as a result of the discrepant elevated tac result.